Manufacturer narrative:
On (B)(6)2018 arjo has become aware of an event involving graduate lift and loop sling. It took place in the bevan village in abbotsford in canada. It was reported that during resident transfer performed by two caregivers from bed to the wheelchair, one of the sling leg's loops detached from the lift's hanger bar. Resident care assistant (rca) was pulling the lift and turning it to the position, the other rca came from the other side of the bed to help lift the patient's legs during the transfer to the wheelchair located by the foot of the bed. The resident (female, 77 years old, 49 kg) fell to the floor. As a consequence of hitting her head on the leg of the floor lift, the resident sustained a laceration to the back of the head and was taken to the emergency room. 2 staples were required to close the laceration. Both the graduate lift and sling were inspected by arjo representative and found to be in good condition. No failure within the sling, neither lift that could have caused or contributed to the loop detachment was reported. The last service (monthly inspection) was performed on 8th may 2018 by the facility personnel. Based on this reported information and our product knowledge, the cause of the detachment of the sling was an incorrect sling installation and/or manipulation of the lift/ sling/ patient. The sling's loops are prompt to detach during the early lifting of the patient and detach as soon as the tension is applied to the straps or during the manipulations prior the lifting. There are following incorrect applications that could possibly result in the straps detaching from the lift: - strap is placed around the safety latch, - strap is placed on the top of the hook, - strap is placed on the top of the hook, inside hook. Operating instruction (001.23001 rev.5) dedicated to the graduate lift indicates the proper sling attachment: -"before lifting the patient: 1. Make sure that all straps are attached to the spreader bar. 2. Make sure the patient is comfortable. 3. Make sure the sling is not caught on an obstruction (wheelchair brake or arm of chair). If any of the above occurs- lower the patient immediately and correct the problem". Additionally, the instruction for use (001.03680.33.en rev.4) dedicated to the loop slings includes procedure, how to use the sling step by step: - "attach right shoulder strap to the right suspension hook on the spreader bar. Repeat with left shoulder strap, using matching loop on the left side to ensure the resident/patient will be evenly suspended". - "make sure the loops of the sling are securely fastened to the spreader bar". Additionally, it is mentioned in the operating instruction: - "do not attempt to maneuver the lift by pulling in the mast, boom, actuator or patient. Always use the handles." The following information received it appears most likely that the sling loop detachment was a consequence of multiple use errors, the sling loop might have been improperly attached when the patient was being lifted or could detach during manipulation of the graduate lift. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient. The re-training for the facility staff was performed by the arjo representative after the event- on (B)(6) 2018. The purpose of this re-training was to remind about proper operation of the system and safety instructions. The review of reportable complaints regarding the loop detachment during use showed that this is the first complaint related to this issue on graduate lift. In summary, the graduate and the loop sling were being used at the time of the event and played a role in the reported incident. Since sling loop detachment was indicated, it can be stated that the system did not meet its performance specification. The complaint decided to be reportable due to the serious injury occurred.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 arjo has become aware of an event involving graduate passive floor lift and loop sling. It was reported that during resident transfer performed by two caregivers from bed to wheelchair, the one of the sling leg loops detached from the lift's hanger bar. The resident fell to the floor. As a consequence of hitting her head on the leg of floor lift, the resident sustained a laceration to the back of the head and was taken to the emergency room. Two staples were required to close the laceration.